Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The allegation is against 1 of 2 lead; however, it is unknown which lead(s], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4) serial: (B)(6). Batch: a000093502.

Event description:
Related manufacturer reference number: 3006705815-2023-08154. It was reported that the patient had taken a fall. Upon further investigation system diagnostics recorded high impedances on the lead. The patient still had effective therapy. Surgical intervention took place where the lead as explanted and replaced to address the issue. During the procedure it was noticed the ipg was dented, due to when the patient fell it was on the battery. The ipg was also explanted and replaced to address the issue. Effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event. The allegation is against 1 of 2 lead; however, it is unknown which lead(s], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI:(B)(4), serial: (B)(6), batch: a000093502.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.